Event description:
This is the 3rd bacterial eye infection since this year. I have previously never had an eye infection ever before. I did not know about the recall of contact lens solution. I went to the eye dr each occurrence of infection and he also was completely baffled as to the infections. We threw out new contacts along with the new case, ordered new contacts and another infection occurred. I quit wearing the contacts as of the last infection. I tried again and the same thing. My husband said I was using the same solution he saw on tv. I checked the lot number on my bottle against the recall list and it was not there. I was back to the eye dr again today and he told me to throw away the solution and gave me yet another prescription for vigomox. I believe that my bottle and lot number should be added to the recall list. It is zb02958, exp 07/08. That is the only common denominator of my recurring infections. Dose: 12 oz. Bottle. Frequency: morning, evening. Route: ophthalmic. Dates of use: 2007. Diagnosis or reason for use: cleaning, rinsing, disinfection, storage for contacts.